Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s current blood glucose level was 515 mg/dl. Troubleshooting was declined for high blood glucose. Customer stated to deliver insulin into the body they attached plunger to reservoir and pushed forward. The insulin pump will not be returned for analysis.